Event description:
Control-iq was reported not to adjust insulin delivery as expected by the customer, leading to a blood glucose level of 39 mg/dl. The customer consumed glucose tablets to address the low blood glucose level and did not require third-party assistance. Technical support educated the caller on the function of control-iq, highlighting that it predicts glucose values and adjusts insulin delivery accordingly. However, it was identified that total daily insulin and weight were incorrectly programmed, which was communicated to the customer.